Event description:
It was reported to boston scientific corporation on (B)(4), 2013 that a resolution clip device was used during a colonoscopy with polypectomy procedure on (B)(6), 2013. According to the complainant, during the procedure the resolution clip was deployed inside the patient but the clip would not release from the delivery system. The clip was pulled off by the physician. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design and a kink was noted. It was also noticed that there was a kink in the over sheath approximately 6mm from the distal tip. The yoke was retuned with the device. Although failures were observed, problem as reported could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during a colonoscopy with polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure the resolution clip was deployed inside the patient but the clip would not release from the delivery system. The clip was pulled off by the physician. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.